Event description:
Literature was reviewed regarding preradiosurgical embolization of arteriovenous malformations reduces target volume ¿ the main determinant for complete obliteration.   The time frame of this study was an 11-year period   multiple manufacturer¿s devices were used in the study population   the following medtronic devices were used: onyx, a liquid embolic agent   deaths occurred in the study population   the causes of death were:   avm rehemorrhage-related complications (1 death) causes unrelated to the avm (2 deaths) cause of death unknown (1 death) among patient adverse events included:   rehemorrhage after srs (2 patients) symptomatic cerebral edema (1 patient) no further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: waqas, m., monteiro, a., tutino, v. M., cappuzzo, j. M., vakharia, k., winograd, e. K., goulenko, v., gong, a. D., snyder, k. V., davies, j. M., levy, e. I., prasad, d., siddiqui a. H. . Preradiosurgical embolization of arteriovenous malformations reduces target volume e the main determinant for complete obliteration. World neurosurg 181:e117-e125 2024. Doi: 10.1016/j.wneu.2023.08.066. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.